Event description:
It was reported the bronchovideoscope blacks out and displays no image when flexed. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event was confirmed, and the device did not meet the standard specifications and function. It was found that the insertion section of the subject device was dented. Moreover, the suggested event occurred during angulation. Therefore, it was determined that charge-coupled device (ccd) cable was pressed and was about to break. Further information could not be obtained. Olympus will continue to monitor field performance for this device.